Event description:
International affiliate reports the 5.5mm titanium cortical fixation screw broke during the surgical procedure. No broken piece was left in the patient¿s body. There were no adverse consequences to the patient and no surgical delay.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 5.5 ti cortical fix 6x50mm was not returned for evaluation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trending analysis for the 5.5 ti cortical fix screw was conducted on the specific product code from this complaint file as the screw shank diameter and length affects the stress prolife during anatomical loading and therefore is not indicative of the family or vice versa. This analysis found no related complaints. Without the return of the cortical fix screw we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trend has been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation

Manufacturer narrative:
The complaint was reopened with receipt of the 5.5 titanium cortical fixation screw on september 5, 2014. Visual examination of the returned device revealed that the screw head¿s inner saddle had become detached from the screw shank-polyaxial ball feature. A review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The root cause of the inner saddle becoming detached from the screw shank-polyaxial ball feature cannot positively be determined. However, a potential cause is most likely an unanticipated amount of force being put on the screw while it was being inserted. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. Additionally, complaint trends will continue to be evaluated as a part of the depuy spine monthly complaint. As such, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.